Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and was observed that the ring # 1 and # 18 were damaged and had white foreign material underneath. This condition was not originally reported on the complaint. The foreign particles found were tested using ft-ir analysis method and was found that this is based from a barium-sulfate material. It is unknown how the ring was damaged and the origin of the foreign material. The catheter was evaluated for electrical resistance and current leakage and it failed for electrode # 2. Further examination revealed that the lead wire #2 was broken causing the noise condition. The catheter was also evaluated for deflection and loop contraction characteristics; the deflection was found within specification but the loop contraction failed. The test results revealed that the variable puller wire was wrapped around the nitinol loop causing the improper loop contraction. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported electrical failure was confirmed. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.

Event description:
It was reported that during an a-fib procedure, the electrode #2 on pole 2 had noise and showed black on the carto 3 display. The customer switched electrode #1 to pole 3 and that seemed to help but did not resolve the problem. The customer changed the cable without resolving the problem. The physician was able to complete the procedure without any patient consequence. During visual inspection of the returned complaint catheter on (B)(4) 2012, it was noted that the electrode ring # 1 is damaged with white foreign material underneath it. The electrode ring #3 damaged proximal side. The electrode ring # 18 damaged with white foreign material underneath it and spine cover is wrinkle by ring #20 proximal side. This condition was not reported by the customer. The electrode ring damage and presence of foreign material under the ring condition is indicative of a reportable event, thus marking july 18, 2012 as the alert date for this report.

Manufacturer narrative:
(B)(4).